Event description:
Baxter (B)(6) received a report of an infusor that was found to be leaking when the customer received them. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a leak was confirmed via photographic evaluation. Photo evaluation noted traces of white drug residue (indication of leak) located at the upper area of the device near the fillport. The reported issue was confirmed. The root cause is unknown due to sample unavailability. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.